Event description:
It was reported that patient presented to clinic for follow up, the insulation of the right ventricle (rv) lead was breached. It was also noted that the rv lead exhibited noise. The rv lead was explanted, and a new rv lead was replaced. The patient was stable.

Event description:
New information received that the noise was over sensed and had led to pacing inhibition.

Manufacturer narrative:
The reported events of noise and insulation was breached were not confirmed. As received, a partial lead was returned two portions for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to procedural damage. Visual and x-ray inspection of the lead did not find any signs of breached insulation only procedural damage.